Manufacturer narrative:
Correction: this file is no longer reportable. There has been no report of death, serious injury or delay in treatment/therapy that contributed to or resulted in an adverse patient impact related to this event.

Event description:
It was reported occlusions alarms occurring in rates less than 2ml/hr run in a bag vs. A syringe; suspect: cad_8100. No patient information has been provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported occlusions alarms occurring in rates less than 2ml/hr run in a bag vs. A syringe; suspect: cad(B)(4).